Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log confirmed the reported event of loss of connection. The root cause was determined to be a defective transmitter.